Manufacturer narrative:
Additional information was received that the patient was doing great, with great coverage and did not need any further treatment for infection.

Event description:
A report was received that the patient had a discolored questionable place of skin next to the ipg. The patient underwent a revision procedure wherein the ipg was relocated and removed the questionable skin to explore the ipg site for the device to rule out suspected infection. The patient was reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a discolored questionable place of skin next to the ipg. The patient underwent a revision procedure wherein the ipg was relocated and removed the questionable skin to explore the ipg site for the device to rule out suspected infection. The patient was reportedly doing well.